Event description:
The patient expired within 24 hours of implant. A pre-surgical morphine drug trial had been performed on an in-patient basis on an unknown date. The patient has initially given a 0.75 mg bolus on the first day with an increase to 1 or 1.5 mg/day. At that dosage, the patient had noted urinary retention. The drug pump was surgically implanted under general endotracheal anesthesia. The pump was filled with morphine 10 mg/ml and a priming bolus of 4.18 mg was programmed to deliver over 25 minutes; followed by infusion of 0.75 mg/day in simple continuous mode. The patient had been on at least one oral opioid medication prior to surgery; it is unknown how long after the surgery. The patient had gone to bed at home and his wife woke up around midnight. She woke up again about 2 a.m. And noted that he was cold. She called 911 and he was taken by the emergency medical technicians to the nearest emergency room in a different hospital than where the implant was performed, where he was pronounced dead. It is estimated that he would have received slightly more than half of the programmed daily dose. An autopsy was not performed as the family did not want to delay burial. Blood alcholhol and durg levels were drawn and sent to the state lab; results still pending. The patient was buried with the pump still implanted. Additional information has been requested, but has not been received as of the date of this report.